Event description:
This report is filed on the second mitraclip (41020u128)for the torn mitral valve leaflet which is considered serious injury. It was reported that four mitraclips were implanted in the patient with functional mitral regurgitation (mr) grade 4. The first mitraclip was deployed without incident. When the second mitraclip (lot 41020u128) grasped both leaflets, but prior to deployment, mr was mild, with a lateral residual jet. At the start of the deployment process, a sudden jet was noted on the echocardiogram that appeared to come from the posterior leaflet (p2) above where the clip was placed. It appeared as if the leaflet became torn. The clip was able to be opened and repositioned lateral to the torn leaflet and deployed. A third mitraclip was placed to grasp the torn tissue and deployed. Since there was still a regurgitant jet on the lateral aspect of the mitral valve, a fourth mitraclip was deployed and mr was reduced to 2. At the end of the procedure, another regurgitant jet was noted in the area of the torn leaflet and mr was noted to be 3-4. Reportedly, all four of the mitraclips worked as intended and there were no difficulties nor issues operating the devices. Two days after the procedure, echocardiogram showed that mr had improved to 3 and the patient had a good outcome. An echocardiogram six days after the clip procedure showed mr remained 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the cds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.